Event description:
Caller reported that there was a malfunction on the pump following an incident where it was dropped. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.